Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when opening packaging for bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubing was discovered to be cut. The following information was provided by the initial reporter: tubing appeared to be completely cut. Issue appeared when opening the package.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/10/2021. H.6. Investigation: bd received 1 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for severed tubing with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that when opening packaging for bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubing was discovered to be cut. The following information was provided by the initial reporter: tubing appeared to be completely cut. Issue appeared when opening the package.